Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the needle 21ga 1-1/2in bil lax, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: in recent days it was identified that a box of reference (B)(4) and another of reference (B)(4) do not present in its secondary packaging information such as batch, expiration date and sanitary registration in the case of the second reference, which is why it is not possible to commercialize these units due to lack of regulatory information.

Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection the box of products is displayed with no label. The code 302352 is manufactured at the plant, however, there is no evidence to corroborate the lack of a label on the product with 302352 lot: 9339669. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported when using the needle 21ga 1-1/2in bil lax, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: in recent days it was identified that a box of reference 305107 and another of reference 302352 do not present in its secondary packaging information such as batch, expiration date and sanitary registration in the case of the second reference, which is why it is not possible to commercialize these units due to lack of regulatory information.